Event description:
The customer reported that the tip broke off inside the needle extender.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the tip broke off inside the needle extender. On (B)(6) 2024 the customer stated it is unknown which needle extender was used with the syringe. The issue occurred before a suction dilation & curettage procedure.

Manufacturer narrative:
The following sections were updated: section b3 date of event; section b5 describe event or problem; section d1 brand name; section d3 manufacturer name; section d4 unique identifier (UDI) #. The following sections were added: section d4 expiration date #; section g4 PMA/510(k)number;  section h5 labeled for single use?.

Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes. If more information is received at a later date, the investigation will be reopened, and the investigation will be updated accordingly.

Manufacturer narrative:
One device was received for evaluation and the reported issue was observed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Based on all available information, no abnormal conditions were found that could trigger this issue. Manufacturing personnel were notified of this complaint for awareness. All information received will be used for further tracking and trending purposes.